Manufacturer narrative:
The cutting forcep was not returned to olympus for evaluation. The cause of reported event cannot be determined; however, the instruction manual warns users ¿do not activate the device while adjacent to or in contact with other metallic objects or devices. Unintended tissue injury and/or damage to the contacted object or device may occur.¿

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, while sealing the cervical tissue the jaw of the device broke off and fell into the patient. A grasper used to retrieve the device fragment. No error codes were observed on the generator. Minor bleeding was observed and treated with a new device. The patient did not require a longer stay or additional procedure. The procedure was prolonged by approximately 15 minutes. The intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). The OEM performed a review of the device history record (DHR) and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The device was returned to olympus for evaluation. A visual and microscopic inspection was performed on the returned device and found approximately 1.205¿ of the bottom jaw detached. The broken jaw portion was returned for evaluation. There was damaged noted on the insulation of the legs of the device exposing metal. In addition, the device cable was noted to be cut due to the returned condition of the device no further testing could be performed. Based on the investigation findings, the cause of the broken jaw and cable damage can be attributed to user mishandling and/or excessive force. The pk-cf0533 instruction manual contains warning statements in an effort to prevent damage to the forceps. ¿do not activate the device while adjacent to or in contact with other metallic objects or devices. Unintended tissue injury and/or damage to the contacted object or device may occur. During the procedure, check the device and cord/ cable regularly for damage.¿